Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that extension sets came apart. The fused end shot across the room while being used in the infusion suites. Nobody was hurt but they were concerned about this happening.